Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited noise oversensing. Pacing inhibition was noted. Physician suspected lead fracture. No intervention was done. The patient was stable.